Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2024. It was reported that the axios stent was impossible to deploy. The procedure was completed with another device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.